Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va0pw68 serial# implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient¿s lead was removed and replaced with the new lead because the patient wasn¿t getting greater than 50% reduction in symptoms post implant. The hcp decided to do a lead replacement to get the lead in a better position for therapy benefit. There were various reprogramming performed prior to lead replacement. The issue was resolved at the time of the report. There was no fall or trauma could be related to the issue. Rep did not indicate any problem with the patient during or following the procedure. It was unknown if patient recovered completely from revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.